Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place on (B)(6) 2022 wherein the physician moved the lead down to the scapular area which was another area of pain. The neck area was opened to remove the anchor and find the right occipital lead and the lead was pulled down. The physician then positioned the lead over the right scapula just beneath the skin.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.